Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Event description:
It was reported that right hip revision surgery had been performed due to pain and loosening of the right femoral stem. Stem, head, and sleeve revised, bhr cup remained implanted.